Event description:
It was reported prior to a laparoscopic cholecystectomy two 512s trocars were opened and the scrub person attempted to arm the trocars but was unsuccessful. A new trocar from a different lot was opened and was successfully armed. The or staff pulled the remaining trocars from the lot and presented them to the rep. There was no consequence to the pt.